Event description:
It was reported that patient presented for follow-up in clinic. It was noted that the left ventricular lead failed to capture. The lead was explanted and replaced. The patient was stable and discharged.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specifications.